Manufacturer narrative:
Product analysis the device was returned with the balloon in a post-inflated state and a visual inspection of the returned device could find no issues. The device was flushed,and an 0.018¿ guidewire was loaded through the tip and exited the luer with no difficulties an indeflator was attached to the device and the balloon was inflated to nominal pressure of 6atms and held pressure. The balloon was then inflated to rated burst pressure (rbp) of 12atms and held pressure. A vacuum was pulled and the balloon deflated without issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure there was difficulty removing a chocolate 018 balloon from the body following balloon inflation. The procedure involved the superficial femoral artery, specifically at a distal location with a calcified target lesion exhibiting little tortuosity, moderate calcification and 60% stenosis. A pressure pump was used for balloon inflation. Despite several attempts, the balloon could not be successfully removed and was eventually extracted together with the sheath. The procedure was completed by replacing the vascular sheath and continuing with the surgery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the vessel was pre-dilated. The balloon catheter did catch upon the sheath during withdrawal, the device safely removed from the patient and no vessel damage was reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.